Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's wife reported testing the customer's glucose on a precision xtra blood glucose meter and receiving a glucose result of hi (>500mg/dl), and administered insulin to the customer based on this reading. The customer then felt as if they were going to lose consciousness. Customer reported not being able to walk or speak, and also had trouble breathing. The customer's wife gave the customer soda and candy, but the customer was not properly regaining consciousness. The customer's wife then administered glucose to customer in order to stabilize glucose levels.